Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be positioned many times in the right ventricular (rv) apex, rv lower septum, and mid septum. They went back to the superior vena cava (svc) and re-tried but still could not get a good position. After manipulation of the lead, they tried to screw-in the lead. They noticed that the helix was stuck and that the tip of the lead screw helix was damaged. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.